Manufacturer narrative:
A siemens customer service was dispatched to the customer site. After evaluating the instrument, the cse replaced the wtcm as it was leaking. The cause of the cse receiving an electrical shock from the wtcm is unknown. The system is ul certified. This was an isolated event. Siemens is investigating the issue.

Event description:
A siemens customer service engineer (cse) was dispatched to the customer site to perform troubleshooting on a dimension vista 1500 instrument. The cse found that the water temperature control module (wtcm) was leaking. While performing the troubleshooting, the cse received an electrical shock from the wtcm. There are no known reports of any injury, medical intervention or medical treatment as a result of the shock.

Manufacturer narrative:
Additional information (02/28/2017): the cse determined that the cause of the issue was due to an internal valve leakage. A siemens headquarters support center (hsc) specialist reviewed the service report and stated that this is not a known issue and the only incident where an electric shock was received from wtcm, since its implementation in 2007. The hsc specialist stated that the unit may not have been creating an electrical ground at the frame (where it attaches to the instrument) or the cse experienced a static shock from the lab environment.

Event description:
A siemens customer service engineer (cse) stated that while performing the troubleshooting at the customer site he found that water was not reaching the water temperature control module (wtcm) as the valve did not open. When the cse touched the valve he received an electric shock. The cse disconnected the power from the valve, dried it and reconnected it. The cse received an electric shock again while touching the valve. The cse disconnected the power site of the valve and found that there was water in the valve. There was no injury to the cse due to the electrical shock and no medical intervention was required.